Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix could not extend or retract. There is a cut in the outer insulation at 19.7 cm, explant damage. The lead was able to be passed through a 7 fr introducer. Accurate measurement of the helix is not possible due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead and right ventricular (rv) lead were attempted but not used, and replaced. Both leads had placement difficulty and helix deployment issues. It was unknown if the placement difficulty was due to the patient's anatomy. No patient complications have been reported as a result of this event.